Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6)was performed from date of manufacture (B)(4)2019 to the present date (B)(4)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.